Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number - (B)(4). Correction concomitant medical products and device evaluated by MFR: device return status updated from returning to not returning. The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional indeflator device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a coronary procedure, two indeflators were unable to achieve nominal pressure (6 atmospheres) and pressure was escaping [leak]. The procedure was successfully completed using a non-abbott inflation device. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.